Manufacturer narrative:
H2, additional information: section e updated with full initial reporter info. H3: additional information was received regarding the previously reported system service results. Along with the door sensor, the x-ray handswitch and power cord were replaced. H6: fdr c07 updated to the applicable system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) section b3 updated, section b5 updated. Section e updated h3) the manufacturer representative went to the site to test the imaging system. The door opening signal was resolved by exchanging the door sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The event date was march 22, 2024.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door open sign was on even when the door was closed. The next step was to order a new door sensor. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000437, (lot/batch #: unknown) ;  product ID: bi71000194, (lot/batch #: unknown) ;  product ID: bi71000166, (lot/batch #: unknown)  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.